Event description:
Loosening of the baseplate one year post-operative. Revision surgery required. During revision surgery abnormal wear of the poly component was noted.

Manufacturer narrative:
Device history records reviewed. Device history records found device to be made to specification. Multiple request were made to the rptr to submit additional info and radiographs. No additional info was made available. This is the initial repot submitted regarding this surgical event and medical device.